Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.